Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. The customer's blood glucose (bg) level was reportedly "in range" at the time of the event. Reportedly, the customer's body may have been obstructing the connection between the transmitter and the pump, but this could not be confirmed. No additional patient or event information was provided.